Manufacturer narrative:
A getinge service territory manager (stm) was assigned to evaluated the iabp unit and was able to verify the reported issue. The helium tank was empty and was replaced to resolve the issue. The stm then performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed autofill failure alarm after test. Since patient was not connected to the unit, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was being used on a patient, an autofill failure happened. No patient harm, serious injury or adverse event was reported.